Event description:
It was reported that the customer experienced a low blood glucose (bg) level of 28 mg/dl. Cause was not known. Reportedly the customer lost consciousness due to bg level. Customer consumed carbohydrates and required assistance from emergency medical services (ems). Ems additionally provided intravenous therapy (IV) of fluids and sugar water to address bg. Recommendation was made to consult with a healthcare provider regarding diabetes management.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text : device not returned